Event description:
This ra lead was implanted on (B)(6) 1999. A call to technical services on (B)(6) 2011 states that patient's sensor response could no be programmed correctly. Discussed wires being switched around as a possible cause. There was a related call from patient that described that their device might have a problem with how it was sutured down and/or that it had possibly moved which could result in problem with mv sensor. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).